Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Intimal dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, moderately tortuous, 90% stenosed mid right coronary artery. Pre-dilatation was performed with a 2x15 mm balloon catheter, after which a 3.5x48 mm xience xpedition was deployed in the lesion. After deployment, a distal edge dissection was observed. Another xience xpedition stent was deployed to cover the dissection. There was no clinically significant delay in the procedure reported. No additional information was provided.